Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue. Eval code method is associated with this analysis, eval code result is associated with this analysis, eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9735762 sw version: 1.2.0. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was unable to replicated, and the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported the system was having issues tracking instruments. It was noted this issue was intermittent and only occurred with the flat emitter. The side emitter was not available. The procedure was completed with the use of another medtronic navigation system. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome. Additional information was received stating manufacturer representatives were unable to replicate the reported issue. The manufacturer representative noted the doctor informed them this issue has occurred two times, however, the previous occurrence was over a month ago and no further information was available about the previous occurrence.